Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient was revised due to a failed glenoid, presumably from rotator cuff deficiency. The poly glenoid disassociated from the metal cage. The patient was converted to a reverse shoulder. All fragments, parts and pieces were removed. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4, h6 MDR section codes updated/corrected: b, c, d, e, g PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reported ¿glenoid failure¿ may be the result of glenoid loosening and fracture of the center peg from the polyethylene body due to eccentric loading of the glenoid secondary to instability resulting from the reported rotator cuff deficiency. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.